Manufacturer narrative:
Forty-two (42) samples (39 samples with unopened packaging and 3 samples with open packaging) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sponges were properly inserted and had a light brown color on the surface of the sponges indicating the presence of povidone iodine. The sponges were inspected and povidone iodine was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had inadequate iodine; further described as "they looked like they did not have enough iodine and the sponges were very dry". This was observed prior to patient use and the patient did not use the devices. There was no patient involvement. No additional information is available.